Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The pump was replaced, and the customer had no back-up insulin therapy available, but will reach out to their health care provider (hcp) for guidance. The customer¿s blood glucose level was 250 mg/dl.